Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause is due to the downstream occlusion(dso) seal and sensor were faulty. Both the dso sensor and seal were replaced.

Event description:
It was stated that the cassettes were not attaching on any cassette and the error also occurred when no cassette was attached. There was no reported patient involvement.